Manufacturer narrative:
Tibial component and sliding core were exchanged to a smaller size. Review of device history records showed no anomalies. Device manufacture date: 02/2010.

Event description:
Patient had star sliding core bearing and talar component revised.